Manufacturer narrative:
Correction to the initial MDR in block h11. A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Device analysis performed on the returned superion indirect decompression spacer revealed a severe abrasion on the mating surface of the actuator, and some scrapes on one of the cam lobes. However, the device passed functional testing. The damage to the implant indicates excessive force was used during the procedure. Additionally, a labeling review was completed and revealed no anomalies. The instructions for use (IFU) states deployment should not be forced or implant breakage or damage to bony structures may result. Furthermore, it states that if resistance to deployment is encountered, and repositioning of the implant is required, rotate the driver counterclockwise until a positive stop is reached and withdraw dorsally to collapse the cam lobes.

Event description:
It was reported that the superion indirect decompression spacer broke during an implant procedure. Upon deployment, an audible crack was heard, and further deployment was not possible. The procedure was successfully completed using a replacement implant.

Event description:
It was reported that the superion indirect decompression spacer broke during an implant procedure. Upon deployment, an audible crack was heard, and further deployment was not possible. The procedure was successfully completed using a replacement implant.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Device analysis performed on the returned superion indirect decompression spacer revealed a severe abrasion on the mating surface of the actuator, and some scrapes on one of the cam lobes. However, the device passed functional testing. The damage to the implant indicates excessive force was used during the procedure. Additionally, a labeling review was completed and reveal no anomalies. The instructions for use (IFU) states deployment should not be forced or implant breakage or damage to bony structures may result. Furthermore, it states that should any resistance be encountered during deployment of the superion implant, it may be suggestive of interference between the implant and bony anatomy such as lamina, hypertrophic spinous process, and/or suboptimal implant positioning.